Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. During investigation, no material, design or manufacturing related issues were found, neither for the gamma3 long nail nor for the locking screw. The evaluation revealed that the long nail as well as the 40mm locking screw broke in a fatigue fracture due to overload. No discrepancies were detected during review of risk analysis. Thus, the event is regarded not device related. Due to missing information such as period of implantation, any patient data and anamnesis, x-rays pre, inter and postoperative as well as surgical records, surgeons¿ instructions and patients¿ activity level a more precise statement regarding the root cause of the event is not possible.

Event description:
The surgeon reported to the sales rep, that the gamma 3 nail fractured and was explanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported to the sales rep, that the gamma 3 nail fractured and was explanted.